Manufacturer narrative:
The investigation did not identify any malfunction of the analyzer. The reference measurement and patient sample measurement was not from the same blood sample; hence the true value of the patient sample is unknown, and it is difficult to establish the precise measurement error and determine whether specifications were met. The investigation concludes that the patient sample was hemolyzed, as indicated by the slightly diluted sodium and calcium levels and greatly elevated potassium levels.

Event description:
The customer reported a false high value on k+ of 8,4 mmol/l during patient measurement on the abl90 flex (sn (B)(6)). A comparison measurement in the lab (cobas pure) gave a k+ value of 3,8 mmol/l. The incident did not cause harm to the patient.